Event description:
Per the physician, the patient was explanted due to thinning skin at the site of the implant and chronic pain. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.